Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding their implantable neurostimulator (ins). The pt said they did not know whether or not their therapy was really helping and not sure if their stimulator was putting out any stimulation since a couple of days ago. Technical services (tss) had pt try to connect to ins, but pt got no device found. Tss explained that ins charge was likely low and that was causing the lack of therapy. Pt pressed recharger and was recharging excellent by end of call. Pt saw ins charge was low and controller charge was 90%. Additional information was received from the pt. Pt called to request physician information. Pt said that they thought that the stimulator needed to be reset. Pt said that they had other issues so they couldn't use the ins for a while, so the ins battery ran down but they have since recharged the ins. Pt said however, that they were not getting the pulses from the stimulator like they used to get. Pt will call hcp to further address the issue.

Event description:
Additional information was received from the patient. The patient reported the ins was implanted in their left hip. They could not find the hcp that implanted the ins. They also can't tell if the device is working, so they need service help. The patent noted no doctor or support staff had contacted them with information, they do not have a list of potential providers and no one has provided any information as to whom they should direct their contacts. The patient was not aware of any steps taken to resolve the issues, as they had not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received; it was reported patient called back to inquire if they got their stimulation or settings correct. Patient mentioned they must have forgotten something and thought they were going to receive a link on how to charge the implant. During the call patient got 87/89/90 then 87/87/87 on passive recharge. Agent reviewed with patient to place the solid part of the paddle over the implant multiple times. Patient did not have the paddle over their implant. Patient finally placed the paddle over their implant and got 100/100/100 on passive recharge. Agent reviewed passive recharge/no device found information and to call back if the issue persisted.

Manufacturer narrative:
H6 coding has been updated, e2403 removed as initially coded in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.